Manufacturer narrative:
Device evaluated: analysis of the catheter found the collect was prematurely locked in place. As received, the collets on each end of the pin connector were fully deployed and locked into position. There were catheter segment attached to one side of the pin connector while the other side had no catheter segment attach. Additional visual inspection did not appear to show any anomalies with the pin connector and collets.

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6) year-old, male patient who was receiving morphine 1mg/ml at 0.2 mg/day via an implantable pump for spinal pain. On (B)(6) 2016, the physician had difficulty passing the 8780 spinal segment into the preconceived catheter connector pin. The physician prematurely locked it and the catheter wasn't locked and was pulled out. We obtained the 8785 accessory kit, and one of the hubs came apart while the physician was trying to again pass the catheter. One side of the 8785 was difficult and the other side was easy to pass the catheter thru. The catheter did not thread over the connector pin, so we again had to cut it out and used an 8784 which worked with no trouble. The only part of the 8784 used was the connector pin. It was later reported when the physician went to use the 8785 out of the box the hub of the connector came off of the pin. The physician put it back on and then realized it was put on incorrectly. The patient had no symptoms. As of (B)(6) 2016, the issue resolved. The device was returned and on (B)(6) 2016, analysis was completed. Please see the previously reported associated manufacturer's report #3007566237-2016-01083 for the report on the 8785 - anchor connector kit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.